Event description:
Pt was seen for lumps and pain in breasts as well as change in shape of breasts. Diagnosis was baker IV capsular contractures with rippling of the implants on both sides. Implants were inserted in 4/86.